Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and shocks for apparent atrial tachycardia from the implantable cardioverter defibrillator (ICD). One of the shocks accelerated the rhythm and an additional shock was given, thus exhausting therapy. Boston scientific technical services (ts) was consulted and discussed the sequence of events. Upon review, of the electrogram the electrophysiologist determined none of the shocks converted the arrhythmia. It was noted that the patient is non-compliant as they had been scheduled for a ventricular tachycardia ablation and then an upgrade from a single change ICD to a dual chamber, but had not shown up either time. At this time, given the non-compliance of the patient, the clinician has opted to leave the ICD programmed as is and continue to monitor the patient. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and shocks for apparent atrial tachycardia from the implantable cardioverter defibrillator (ICD). One of the shocks accelerated the rhythm and an additional shock was given, thus exhausting therapy. Boston scientific technical services (ts) was consulted and discussed the sequence of events. Upon review, of the electrogram the electrophysiologist determined none of the shocks converted the arrhythmia. It was noted that the patient is non-compliant as they had been scheduled for a ventricular tachycardia ablation and then an upgrade from a single change ICD to a dual chamber, but had not shown up either time. At this time, given the non-compliance of the patient, the clinician has opted to leave the ICD programmed as is and continue to monitor the patient. The ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received inappropriate atp three more times and six additional inappropriate shocks approximately one month later. Therapy was exhausted. The shocks were atrial driven. The rhythm started in the monitor only zone where it accelerated into the vt zone. Boston scientific technical services (ts) discussed that sudden rate duration expired thus voiding the discriminators and therapy was immediately given. Ts suggested increasing the sudden rate duration or programming it off. The ICD remains in service and no adverse patient effects were reported.